Event description:
During retrosigmoid colon resection with hartman's pouch, the linear stapler was fired. The jaws were misaligned and the middle opened up with fecal contamination of the field. The bowel was oversewn and the abdomen was irrigated. The pt had temperature spikes to 104 had became acidotic postoperatively and was presumed septic. Three days later she returned to the or and had total colectomy with ileostomy. Ischemic bowel was seen. The pt continued to require increased pressors and remained acidotic and died on 7/30/97.